Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk reviewed noted diagnostics problem. Under-reporting of atrial fibrillation (af).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in atrial fibrillation. It was also reported that the device was under-reporting high atrial rates. The device remains in use. No patient complications have been reported as a result of this event.